Event description:
Same case as xxxxxxx. It was reported that after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The patient had two lesions located in the proximal to mid left anterior descending (lad) artery. During the index procedure, the physician successfully deployed a taxus express2 2.50x12mm drug eluting stent (des) at 12 atms in the mid lad. The next day, the patient underwent another coronary artery drug eluting stenting treatment procedure, where the physician successfully deployed a taxus express2 3.00x20mm des in the proximal lad at 12 atms. This stent was placed in an overlapping position to the stent placed the previous day. The next day, the patient presented with subacute thrombosis in the lab. The vessel was ballooned using a maverick 3.00x20mm balloon and another taxus express2 2.50x24mm des was placed to treat. The patient was reported to be on plavix at the time of the event. Follow-up information has been requested, but has not been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.